Event description:
The customer contact reported a delay of critical therapy due to a leak. The plum blood tubing set was being used to deliver fresh frozen plasma (ffp). The pt was being treated in the medical intensive care unit (ICU) or a recurrent active gastrointestinal (gi) bleed of an unk origin. On unspecified dates, the customer contact reported that multiple units of packed red blood cells (prc's), ffp, platelets, and factor 7 were administered to the pt via a central line catheter. On (B)(6) 2013 at 0015, the pt's international normalized ratio (inr) value was >8.0. Subsequently, an unspecified amount of vitamin k was administered to the pt. At 0530, it was reported that the pt's hemoglobin (hgb) level was 7.3gm/dl with a hematocrit (hct) of 22%. At 1000, it was reported that the pt's hgb level was 5.5gm/dl with a hct of 17.0%. At this time, it was reported that when the nurse spiked a unit of ffp with a "peel-away port" type container, the spike of the tubing set punctured the container of ffp. It was reported that the container of ffp leaked and was not delivered to the pt. After 45 minutes, a replacement unit of ffp was obtained. At an unspecified time, the ffp was delivered to the pt. At 1055, the customer reported the pt's hgb level was 4.5gm/dl. It was reported that between 1040 and 1100, the pt coded. The physician was notified. At an unspecified time, the pt was intubated. At unspecified times, the pt was treated with unspecified amounts of epinephrine and a norepinephrine drip. No specified details were provided. At an unspecified time, the pt's family arrived and the pt was made do not resuscitate (dnr). At an unspecified time, it was reported that the pt was determined to be in pulseless electrical activity (pea). On (B)(6) 2013, at 1235, the pt expired. The medical death summary in the pt's medical record reported the pt's cause of death as pea probably due to hypovolemia. No autopsy was performed. Hospira is continuing to investigate.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.